Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation from the left ventricular (lv) lead which exhibited high pacing thresholds. Pacing polarity was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.